Manufacturer narrative:
The ICD was received and inspected. The device was subjected to an electrical analysis. It was found that the device could not be interrogated. Therefore the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that the fuse, separating the battery from the electronic module as well as the output stages of the high voltage circuits had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. Due to this damage of the electronic module, the device could not be interrogated properly. The root cause of the external short circuit was not determinable based on the available information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
It was reported that the patient received an appropriate shock a few days after the implant but the device could not be interrogated afterwards. The patient underwent ICD replacement. The right ventricular lead could not be explanted. A new lead was implanted. No adverse patient side effects were reported.